Event description:
Device diagnostic testing restulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. It was reported that after the high lead impedance test result was obtained, the patient underwent generator replacement surgery due to clinical end of service. Device diagnostic testing of the replacement generator connected to the original lead also yielded high lead impedance test result, indicating a potential malfunction of the original lead. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The patient had not experienced any recent injury or trauma that may have damaged the vns therapy system. Lead break is suspected; however, treating neurologist does not plan any intervention at this time because the patient can still feel device stimulation and their seizure control continues to be significantly better than pre-vns.